Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device could not be interrogated and tones were not generated during magnet application.